Manufacturer narrative:
A ge service rep performed an on site investigation. The auto save was not enabled by the customer. Further investigation is being conducted. No reports of pt or staff injury.

Event description:
The customer reported, the system lost pt data. No report of pt injury.